Event description:
Ge mac 5000 EKG machine in the emergency dept was found to have the leads reversed at the acquisition module of the machine. This caused an erroneous tracing and contributed to the decision to proceed with cardiac catheterizatiion. There was no safety provision in place to prohibit reversal of the lead wires or alert the user that the wires were reversed. The lead wires are easily removeable from the acquisition module and able to be reinserted incorrectly.